Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma, since then the user stopped responding to sounds.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An reported accident might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user suffered from a head trauma, since then the user stopped responding to sounds. The user has been re-implanted on (B)(6) 2018.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by the reported external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. No further information has been received, despite requested.

Event description:
The user suffered from a head trauma, since then the user stopped responding to sounds.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by the reported external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The device was explanted however has not been received for investigation yet.

Event description:
The user suffered from a head trauma, since then the user stopped responding to sounds.